Manufacturer narrative:
Investigation description. The device has no visual damage or abnormal wear. The device powers on when placed on the charge pad. Review of engineering logs confirmed the presence of a system state error consistent with alert 59. The logs indicate an unrecoverable system fault, which aligns with internal guidance requiring escalation to software review and device replacement. Patient's complaint is confirmed.

Event description:
It was reported that an ilet displayed multiple system alerts indicating a software runtime error, a state error, and an algorithm data parity check issue while the user¿s glucose levels remained stable. Symptoms included no reported adverse clinical effects. Outcomes included no change to the user¿s health status. Investigation included internal review of the device error notifications and initiation of device replacement logistics. Investigation of this case revealed device software and control algorithm fault conditions consistent with system malfunction alerts. It was concluded, based on previously established findings for similar reports, that the cause was a device software or control algorithm malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.